Event description:
During colonoscopy, an attempt to place and deploy a ligating device on a large polyp failed when the device would not deploy. The sheath became kinked during the attempt causing the apparatus to become lodged along with the scope in the pt's colon. Pt remained in the procedure under sedation for 2.5 hours.